Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced. Effective therapy was established post op therefore leads were not revised.

Event description:
It was reported, that the patient's ipg became inoperable, due to not charging the ipg. X-rays showed, that one lead migrated. As a result, surgical intervention may be undertaken to address the issue. It is unknown, which lead migrated.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The allegation is against 1 of 2 leads. However, it is unknown, which lead. Therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial#: (B)(6), batch#: a000092968.